Event description:
(B)(6) arrived with air inlet valve not working properly. Water/oil/particles in customer pipeline

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the issue is deemed a reportable event since the issue is linked with a user error which conducted to the replacement of defective mixer valves and associated filters. No harm to the patient was reported, but the investigation concluded that this case should be reported preventively. Any consequences to the patient due complaint investigation report (remediation) complaint nr. (B)(4) rev. 00 page 7 of 8 to the issue in the pipeline of the hospital cannot be fully assessed and potential harm due to potential migration of dirt particles into the lung of the patient cannot be excluded. A correction through the replacement of the components was conducted as per service manual to ensure the correct functioning of the raphael ventilator. Tests conducted after the replacement confirmed that the correction was the adequate one. No further issue was observed. The issue was discovered during ventilation of a patient. There was no reported patient or user harm, but the case is reportable. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In the future, hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Detailed complaint and failure description: "(B)(6) arrived with air inlet valve not working properly. Water/oil/particles in customer pipeline ." The event occurred during ventilation. No harm to patient or user. Unknown if the oil/water/particles in customer's pipeline had any negative affect on the patient. Nether the less, oil/water/particles in pipeline may cause harm to patient during ventilation. Further questions to customer must be asked regarding the oil/water/particles in the pipeline. Mixer is not working as specified, device alarms with tf 7 code 26. Ventilation continues. The technical fault requires (B)(6) is taken out of service until it is repaired by a service engineer. The event may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Mixer valves defective (valves stay open, closure too slow).